Event description:
It was reported the patient's scs ipg was not communicating with either clinician programmer (cp) or patient controller (pc). During troubleshooting the pc displayed "no generator has been added" message. Multiple attempts were made to pair the pc with the ipg but the issue persisted. Consequently, surgical intervention was taken and the patient's scs ipg was replaced with a new one. Postoperatively, stimulation therapy was restored and the issue was resolved.